Manufacturer narrative:
D4 expiration date: updated d4 gtin: updated d9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated h4 manufacturing date: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal end of the subject guidewire was inspected, and the nitinol tubing was fractured at 295cm with the core wire exposed and fractured and the platinum wire stretched. The distal end of the guidewire was not returned. The functional inspection was unable to perform due to damage. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The device failed to meet specifications when returned, based on the damage noted. It was reported that the physician used subject guidewire, exchanged it to pass through the lesion site and reach the distal end of the m2 segment. Subsequently, a balloon catheter was delivered coaxially to the site and dilated. Then the guidewire was withdrawn. During this process, approximately 5 cm of the guidewire's tip was fractured at the stenosis site. Afterwards, the physician used a retriever stent to remove the guidewire fragment and concluded the procedure. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The subject guidewire was returned, and it was confirmed to have been fractured with evidence of stretching. It was reported that the subject guidewire fractured during withdrawal at the stenosis site. It is probable that there were anatomical factors present at the stenosis site which may have caused the guidewire to become stretched and fractured during the attempt to remove the guidewire. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use and to the analyzed guidewire distal tip stretched, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the severe stenosis case of middle cerebral arteries (mca), the physician used the subject guidewire and exchanged it to pass through the lesion site and reach the distal end of the m2 segment. During the process of withdrawal, approximately 5 cm of the subject guidewire's tip fractured at the stenosis site. Afterwards, the physician used a retriever stent to remove the subject guidewire fragment and concluded the procedure. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the severe stenosis case of middle cerebral arteries (mca), the physician used the subject guidewire and exchanged it to pass through the lesion site and reach the distal end of the m2 segment. During the process of withdrawal, approximately 5 cm of the subject guidewire's tip fractured at the stenosis site. Afterwards, the physician used a retriever stent to remove the subject guidewire fragment and concluded the procedure. No clinical consequences were reported to the patient due to this event.